Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. The daily measurements were noted to have started in the 50 ohm to 60 ohm range and have been in the 140 ohm to 150 ohm range for the past two months, which is high out of range. It was indicated that the shock impedance measurements associated with device shocks in recent stored episodes were greater than 125 ohms, which is also high out of range. Based on this, boston scientific technical services recommended to replace the rv lead and noted this may be caused by calcification on the lead. Ts indicated there was no noise observed on the shock electrogram but the shock therapy efficacy is now in question. The boston scientific representative indicated they will talk with the physician about this issue. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.